Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed the infusion set but their blood glucose was still high. The customer¿s blood glucose level during the incident was 335 mg/dl. The customer¿s current blood glucose level was 429 mg/dl which they treated with the insulin pump. The customer had symptoms such as nausea, vomiting, and abdominal pain. They reported that after the set change their blood glucose level was 328 mg/dl and went up to 389 mg/dl. They treated the high blood glucose with syringes. Troubleshooting was performed. The customer declined to check for presence of leaks or air bubbles in the tubing and reservoir. The customer declined to check for possible site and insulin issues. They were advised to call their health care professional and pharmacist for advice on how to treat. The device will not be returned for analysis.